Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown chest surgery on (B)(6) 2019 and barbed suture was used. The fixation tab of the barbed suture was broken during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you clarify as procedure date is 18 july, the event should be 18 july? Yes, the event date is 18 july. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). One empty labeled winding former and a dispensed needle-suture piece of product code sxpp1a400 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at the barbs and the sides of fixation tab broken were noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: the fixation tab of the stratafix was broken during continuous suturing¿ .